Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was 10.2mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted during testing. The motor was tested outside of the device and it passed. The device had minor scratches on the lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.